Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings: a review of the pump¿s black box showed multiple pump reboots after call service alarms. The returned battery cap was undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. During testing, the pump was powered on and the ez-prime steps were performed correctly with no power interruptions occurring during the investigation. The complaint of a power issue was not duplicated during investigation. Unrelated to the complaint, the pump¿s cover was removed and moisture corrosion was found to the pcb on the motor flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.